Manufacturer narrative:
Findings: unit received with blank display. However, after electronic board were separated and reconnected unit power on then unit goes blank. Problem isolated to electronic stack. Unable to verify e15 alarm due to blank display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed external flash crc error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that this was the second time it occurred. The alarm did not occur during the rewind or prime sequence. Self-test passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.